Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, before using the device the blade tip fell off. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4).possibility of reprocessing; the new blade cannot break unless it was cracked by prior use.